Event description:
The transeptal needle was bent in the package. A replacement needle was used with no harm to the patient. Manufacturer response for nrg transseptal needle large curve c1, nrg transseptal needle large curve c1 (per site reporter), per report, mfg notified by site.